Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The customer was not holding the button down for three minutes or greater. The caller blood glucose reading was 213mg/dl. Advised the customer that the insulin pump is replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had cracked and broken reservoir tube lip.